Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 38 cm proximal to the lead tip. Only the distal fragment was received for analysis. In the course of the visual inspection the lead body showed tissue residuals around the atrial dipole and the shock coil indicating a significant ingrowth of the lead in the implanted state. Furthermore multiple signs of wear along the lead fragment were noted. In particular in the distal area, near the shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. Based on the findings, it should be taken into account that the leads motion was affected by an increased ingrowth. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This rv lead was explanted and replaced due to noise. No adverse patient events were reported.